Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿pain¿, ¿hardening¿, ¿capsular contracture (grade unknown)¿, and ¿water deposits between the "rifflingkammern".

Event description:
Patient reported "constant pain", "hardening", "capsular contracture" baker grade unknown, and "water deposits between the "rifflingkammern"" (unknown (B)(6) word). Device remains implanted. This record is for the right side.